Event description:
A distributor reported on behalf of a customer that the cra-sgp, avanos, dispersive electrode, thermogard, adult, dual foil device was used in a procedure on approximately (B)(6) 2023, when the ¿grounding pad became loose and left a burn on the customer¿s calf where the pad was placed.¿. Additional information indicated that ¿patient was seen for a coolief rftc of the geniculate nerves. Patient returned to the clinic, same day, with complaints of a burn to her calf where the grounding pad was placed.... Grounding pad was not visible during the procedure. At the end of the procedure when the technician went to remove the pad it was noted to be loose.... Calf placed horizontally¿. ER visit, burn treated with silvadene. Follow up with plastic surgery.¿. A good faith effort was made to obtain further information but no response has been received to date. This report is being raised due to the reported injury of a burn of unknown degree to the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows this is the only such occurrence for this lot number and failure mode. (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that the cra-sgp, avanos, dispersive electrode, thermogard, adult, dual foil device was used in a procedure on approximately (B)(6) 2023, when the "grounding pad became loose and left a burn on the customer¿s calf where the pad was placed." Additional information indicated that "patient was seen for a coolief rftc of the geniculate nerves. Patient returned to the clinic, same day, with complaints of a burn to her calf where the grounding pad was placed...grounding pad was not visible during the procedure. At the end of the procedure when the technician went to remove the pad it was noted to be loose...calf placed horizontally¿ER visit, burn treated with silvadene. Follow up with plastic surgery." A good faith effort was made to obtain further information but no response has been received to date. This report is being raised due to the reported injury of a burn of unknown degree to the patient.